Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced failure of the product to contain blood. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged tubing of wingset pbbcs, resulting in blood leakage. According to the customer's report, there was a crack/damage on the tubing, from which blood leaked.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, 100 retention samples were subjected to a visual inspection for damaged tubing with no defects being identified. In addition, 30 out of the 100 samples were subjected to a submerged leak test with no failures and the issue relating to damaged tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode damaged tubing, however, bd has initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions CAPA 2889570. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced failure of the product to contain blood. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged tubing of wingset pbbcs, resulting in blood leakage. According to the customer's report, there was a crack/damage on the tubing, from which blood leaked.